Event description:
Patient representative reported patient was diagnosed with bia-alcl after experiencing swelling and pain on right side. Additionally, patient representative reported fatigue, malignant bia-alcl, depression, lack of concentration and discomfort. Patient was treated with radiation and chemotherapy after explant of device occurred. Patient underwent treatment for depression. Events of "fatigue", "depression", and "lack of concentration" are not device related. Histopathological markers confirming alcl have not been received. Manufacturer of the device is unknown. The device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "diagnosed with bia-alcl" and fear of bia-alcl. Manufacturer of the device is unknown.